Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the device did not deliver synchronized cardioversion shock. No pt impact occurred.